Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the second obtuse marginal branch of the circumflex artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, the stent was dislodged from the stent delivery system and lodged into the left main coronary artery. A non-bsc gooseneck snare was used and successfully retrieved the dislodged stent. No further patient complications were reported and the patient's status was stable.